Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the patient was stable post procedure.

Event description:
It was reported that the patient developed a pocket erosion. The implantable cardioverter defibrillator was explanted and replaced. More information was requested but not provided.